Event description:
It was reported that during an unknown procedure, that the white coating on the tips begins to peel off. The coating actually peeled entirely off and had to be retrieved by the surgeon. Unknown how case was completed. One device was discarded.

Manufacturer narrative:
(B)(4). Device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Additional information requested: contacted rep: did the surgeon attempt to manually open the jaws with his fingers? If no: was the device on a vessel/artery when it would not open? If yes, how was the device removed? (I.e. Cut off, forced opened). If cut off, did this cause a change in the plan of care for the patient? Did the removal cause any damage to the vessel/artery? If yes, what is the damage and how was the damage repaired?